Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting pcb00 21.5 diopter intraocular lens (iol) into the patient's eye the cartridge tip was bent. There was patient contact with the lens and the cartridge. Through follow up, customer account provided additional information confirming there was no incision enlargement, no serious patient injury, no suture(s), no vitrectomy, and the same procedure was completed successfully using backup lens with same model and diopter size. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/29/2019, device returned to manufacturer: yes. Device evaluation: the complaint unit was received in its original packaging. The plunger was observed in a partially advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. Lubricant material residues were not observed in the device. The lens was stuck at the cartridge tip. Cartridge tip was observed damaged/deformed. The reported issue was verified. However, due to the conditions in which the sample was returned it is not possible to determine that the reported issue is related to manufacturing process and product quality deficiency could not be determined. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no additional complaint was received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.